Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "during ventilation, hospital staff says the patient disconnect only comes up in asv mode and not in any other mode" no harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.